Manufacturer narrative:
It was confirmed by the service technician through visual inspection the nose housing was starting to unthread from the device. Press fit failure or loctite that degrades over time may cause or contribute to the reported event. The device was scrapped by the manufacturer.

Event description:
It was reported that the top half of the 1:1 bur attachment was observed to be coming unscrewed during a routine equipment evaluation at the user facility, by a manufacturer's service technician. There was no patient involvement and there were no user injuries or adverse consequences.

Event description:
It was reported that the top half of the 1:1 bur attachment was observed to be coming unscrewed during a routine equipment evaluation at the user facility, by a manufacturer's service technician. There was no patient involvement and there were no user injuries or adverse consequences.

Manufacturer narrative:
A follow up report will be filed after the device is received and the quality investigation has been completed. Device not yet received.